Event description:
Information was received from a patient regarding an external device to an implantable pump infusing clonidine and unknown morphine for non-malignant pain. It was reported that the patient stated their bolus device was not working correctly. The patient mentioned that they had to move the communicator around to get the right spot. The patient stated that they couldn't get the bolus to work when they were sitting down and it would take 10 minutes to find the right spot. The patient confirmed that connection would stop at 90%. The patient confirmed the issue had been going on for about 3 months or longer and mentioned they occasionally reset their equipment. An agent assisted the patient to clear data, and the patient was able to connect to the pump much faster. The patient was also able to deliver a bolus without moving the communicator. The troubleshooting steps resolved the reported issue.

Manufacturer narrative:
B3: date is approximate, month and year are confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include:  product ID hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 1.0.1124 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.